Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on an unknown date for an unknown reason wherein the patient's exclaim lead was explanted.